Event description:
During an in clinic follow up, it was not possible to interrogate the device with a merlin 2 programmer. A replacement merlin 1 programmer was used to successfully interrogate the device. The patient was stable with no consequences.